Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that, the cage collapsed by a few millimeters and caused it to move without any harm to the patient. Surgeon says that when the cage in question was implanted, he did not perform the practice of making the torque handle click as at that time, it was not yet indicated as being required. Levels implanted were l5-s1. Revision surgery was performed and the cage was explanted. There was no patient symptoms reported. No further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.